Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the tip was detached, and a broken drive cable. The tip and distal housing were not returned for inspection. Microscope inspection revealed the tip and distal housing was detached. The functional test couldn't be performed due to the condition of the device.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the guidewire became wrapped around the catheter. The physician was able to remove the catheter and wire together, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the guidewire became wrapped around the catheter. The physician was able to remove the catheter and wire together, and the procedure was completed with another of same device. No patient complications were reported.